Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant products: 5866-38m adaptor, implanted (B)(6) 2012; 5071-35 lead, implanted (B)(6) 2008; 5071-53 lead, 5071-53 lead, implanted (B)(6) 1999.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The right ventricular lead thresholds have been high since implant and may have contributed to the device longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.